Event description:
A stented graft implant at abdominal aortic aneurysm using three gore brand excluder aaa endoprosthesis parts catalog number pxl 161007 lot 03469596, catalog number pxt 261412 lot 05086059, catalog number pxc 141000 lot 05025733. Occlusion to lower extremety; multiple cerebrovascular infarcts. Death.